Event description:
It was reported that on (B)(6) 2012 the lead exhibited a capture anomaly. The lead was capped and replaced. On (B)(6) 2012 the capped lead was explanted due to a reported infection. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.